Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global blood leaked. The following information was provided by the initial reporter: this is a complaint about blood leaked out from the catheter hub during use.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Your report of leakage from the catheter adapter was confirmed and the cause appeared to be manufacturing related. One 24g insyte autoguard IV catheter was returned for investigation. The sample exhibited evidence of use. A microscopic examination revealed a void in the catheter adapter, from which fluid was able to leak. The yellow material of the adapter was rounded inward at the breach, which appeared to be consistent with molding damage. The threads on the adapter were also slightly malformed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.